Manufacturer narrative:
According to received information from the received service report, the pull magnet inside the safety valve was exchanged in the ventilator and, this solved the failing pre-use checks tests as reported. No goods were returned for our investigation, despite several reminders having been sent. The device logs have been received and confirmed the event, indicating that the safety valve did not open. The safety valve test is a sub-test that occurs during the pre-use checks, and it is performed to self-test the device. If any fault is detected during the pre-use checks, the device shall not be used for patient treatment, this is according to the user's manual. Since no goods were returned for investigation, the cause for the reported failure could not be determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2016 10:13 am (gmt-5:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
On (B)(6) 2016 10:09 am (gmt-5:00) added by (B)(6) ((B)(4) ): it was reported that the ventilator failed the safety valve sub-test during the pre-use checks test. There was no patient involvement. (B)(4).